Manufacturer narrative:
Upon completion of an audit of the dj orthopedics (B)(4), FDA issued a finding on 13 december 2018 that "procedures for receiving, reviewing, and evaluating complaints by a formally designated unit have not been adequately established." This report is being submitted as part of djo's efforts to address this finding. Device evaluated by MFR: one armor fp,acl,rt,s (part number 11-1440-2) was returned for evaluation. The product was evaluated. Item was used, product is dirty, hooks of the hinge are unglued, the flexion on the hinges is hard, functionally is not good. Complaint data for similar products and issues going back 9 months has been reviewed. The trend indicates that reported customer complaints are within control.

Event description:
It was reported that the patient was participating in drills at soccer practice. She was wearing her brace. She planted her foot to make a turn and the knee buckled, re-tearing her anterior cruciate ligament (acl). The patient had acl and meniscus repair surgeries performed in (B)(6) 2017 and (B)(6) 2018.